Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported they turn off stimulation when they go to bed at night because they don¿t need it and to "conserve battery." The patient reported that their stimulation was turning itself on sometime during the night and the controller showed stim was on. This reportedly started "about 6 weeks ago," but it was also stated that initially they "didn't remember" if they were turning stimulation off prior to going to bed. They now know that they are turning off stimulation prior to going to bed and stim is still turning itself on. It was reported that this had been occurring ¿every single night.¿ the patient was walked through turning stimulation off/on and it was confirmed that stimulation successfully turned off/on and was being turned off correctly. Stimulation did not turn on by itself on the call. The patient was told to keep a log of occurrences and to follow-up with their health care professional. Consumer reported they thought the reason their ins was turning itself on was due to an issue with their controller and was persistent on having controller replaced. During the call the patient reset the controller and mentioned the li battery was "really tight." Following resetting the controller the patient stated their stimulation still showed that it was on and confirmed they had stimulation on prior to resetting controller. Consumer reported their stimulator "works a lot better" when they can feel it, but when they have stimulation turned up to where they can "really feel the efficacy" they have to recharge the battery "every two days." Patient reported that at implant they were told that their ins battery should last "10-14 days between charges" and that initially at implant the ins battery was lasting "maybe a week" and stated that was "pretty good." Since then, "within the last 4-6 months" their ins "was depleting really, really quickly" and stated that they had not turned stimulation up much higher. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was not known but that they did normal activities. They changed the settings (reduced 2 points on each side) and removed the batteries. The replacement reportedly resolved the issues. Patient reported having to charge more did not occur. No further complications reported/anticipated.